Event description:
It was reported that this patient collapsed in public and later died. Technical services (ts) analyzed device episode data of this subcutaneous implantable cardioverter defibrillator (s-ICD) system and found stored treated ventricular episodes. The patient was experiencing a ventricular fibrillation (vf) arrythmia for which this device provided five electric shocks. The shocks were not successful in converting the rhythm and therapy was exhausted. There was a delay in therapy of a couple of minutes due to under-sensing. Evidence suggests that cardiopulmonary resuscitation was performed. Eight minutes after the vf event, the smart pass feature became disabled because of the low and slow amplitude of the vf as well as bradycardia or agonal rhythms. Earlier the same day, there was a stored untreated episode due to oversensing of myopotential noise. It was noted that induction testing at initial implant was difficult, but defibrillation threshold (dft) test was eventually successful. Ts requested x-rays. This s-ICD system was explanted and will be returned to boston scientific for further analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient collapsed in public and later died. Technical services (ts) analyzed device episode data of this subcutaneous implantable cardioverter defibrillator (s-ICD) system and found stored treated ventricular episodes. The patient was experiencing a ventricular fibrillation (vf) arrythmia for which this device provided five electric shocks. The shocks were not successful in converting the rhythm and therapy was exhausted; it was also noted that there was an increase in the arrhythmia's rate after the fifth shock. There was a delay in therapy of a couple of minutes due to under-sensing. Evidence suggests that cardiopulmonary resuscitation was performed. Eight minutes after the vf event, the smart pass feature became disabled because of the low and slow amplitude of the vf as well as bradycardia or agonal rhythms. Earlier the same day, there was a stored untreated episode due to oversensing of myopotential noise. It was noted that induction testing at initial implant was difficult, but defibrillation threshold (dft) test was eventually successful. Ts requested x-rays. This s-ICD system was explanted and will be returned to boston scientific for further analysis.

Manufacturer narrative:
The correction in this report is to include the death impact code that was omitted in the previous report. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.